Event description:
The co received a med watch report from medical center indicating that a pt had died due to any air embolus during a bronchoscopy procedure using an nd:yag laser. The laser is not mfg by ceramoptec. Ceramoptec MFR the fiber optic delivery system that was used during the procedure. The hospitals report indicated that the air embolism is a known complication of this procedure. The hospital also stated that the device did not malfunction. Although cermoptec does not believe its fiber optic system caused or contributed to the pt death, the company is reporting this incident to FDA in the spirit of the MDR regulation.